Event description:
It was reported that insulin squirted out and the insulin pump was stuck on the prime loop. Troubleshooting was performed. It was stated that the motor stopped and had a weird noise. The infusion set was changed and the same issue continued. Advised that the customer should discontinue use of the insulin pump. The customer's blood glucose reading was 175mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to loose drive support disk.